Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4) incomplete. The lot number is currently unavailable; therefore, the exp date is unavailable. Investigation summary: the complaint device is not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. This complaint cannot be confirmed.   Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted.   However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(4) that a patient had an allergic reaction to the rigidfix femoral cross pins. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there was a prolonged hospitalization. It was not reported what type of medical intervention. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.